Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was going to be having a "major" five hour surgery on (B)(6) 2014, and they would be cutting right around the device. It was stated actually I'm having my extra stimulator taken out. The patient reported losing 140 pounds in the past two years and now that extra stimulator was just hanging around. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient¿s stimulator would not charge beyond half. The patient had to charge every 2-3 days. The patient started having trouble charging fully since 2 months prior to the report. The patient was getting full coupling but after charging for 8 hours they weren¿t getting a full battery. The patient noted that a bad result of their stimulator battery depleting was that they had more constant knee pain. It was further reported that the patient was going to get their battery replaced because they had been having problems lately. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient was having an abdominoplasty to tighten up the loose skin in her abdomen from losing weight and not having the device explanted. It was unknown if the patient's device was explanted. It was further noted that the patient only had a single device and the extra stim didn't make sense.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).